Event description:
It was reported to intuvie that the pump arrived with a sticky note stating ¿low alarm volume.¿ during device evaluation, the reported allegation could not be reproduced. The alarm volume was adjustable between low, medium, and high settings and was audible at each level, indicating the speaker functioned as intended. However, the pump failed the ground resistance test, measuring 0.104 ohms, which exceeds the acceptance criterion of < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints related to low alarm volume or ground resistance testing failures. No patient or user harm was reported.

Manufacturer narrative:
It was reported to intuvie that the pump arrived with a sticky note stating ¿low alarm volume.¿ during device evaluation, the reported allegation could not be reproduced. The alarm volume was adjustable between low, medium, and high settings and was audible at each level, indicating the speaker functioned as intended. However, the pump failed the ground resistance test, measuring 0.104 ohms, which exceeds the acceptance criterion of < 0.1 ohms. A review of the device¿s serial number history did not identify any similar complaints related to low alarm volume or ground resistance testing failures. The low alarm volume allegation was not confirmed. The failure mode was confirmed for the failed ground resistance test. The probable cause was determined to be a component failure. The power filter was replaced, and the ground resistance test subsequently passed with a measured value of 0.092 ohms. Reference to complaint#: (B)(4).